Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. The pump contained gablofen [2000 mcg/ml] at a dose of 525.3 mcg/day. It was reported the actual reservoir volume (arv) was less than the expected reservoir volume (erv). The arv was 0 ml, and the erv was 30.3 ml. The hcp reported the patient had been experiencing withdrawals and had been in and out of hospitals. The hcp stated they had scheduled about 5-6 appointments since december, but the patient had not made it to them until the day of report. The hcp stated that was the first time seeing that patient, so they did not know the full history. The hcp reported the patient came in the day of report because they were still experiencing withdrawal. The hcp reported they saw a volume discrepancy. The hcp stated she did not think all the 40 ml of drug made it to the pump during the patient¿s last refill ((B)(6) 2017). The hcp stated they were not wanting to put anything into the pump the day of report; however, the programmer would not allow them to put 0 ml as a reservoir volume. The hcp consulted with the managing hcp, and they decided they would put 40 ml into the reservoir volume in the programming and would not fill up the pump. They would put the pump into minimum rate. Troubleshooting done prior to the call included the hcp reported the reservoir was accessed. The call was disconnected, and no additional information could be obtained. No further patient complications were reported.